Event description:
Caller reported continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and walked the caller through the reset process, leading to the successful start of their sensor session without any recurring error.